Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2020 with coolsculpting to the bilateral upper abdomen and outer thighs using a cooladvantage coolcore applicator. The patient was treated on an unknown date with coolsculpting to the bilateral lower abdomen using a cooladvantage coolcore applicator. Following treatment the outer thigh area developed an indentation and hyperpigmentation and the lower abdomen developed skin laxity and discomfort. In (B)(6) 2021, the upper abdomen developed firmness and visible enlargement. On (B)(6) 2021 the patient was assessed by a physician who diagnose the upper abdomen with paradoxical hyperplasia (ph).

Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. The coolsculpting user manual includes the following information listed under rare adverse events: treatment area demarcation (tad): an aesthetic outcome of treatment in which the patient experiences excessive fat removal in the treatment area, resulting in a visible disruption to the continuous contour of fat, or unwanted indentation in the treated area. And "hyperpigmentation: hyperpigmentation may occur after treatment. Typically, it resolves spontaneously."

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2020 with coolsculpting to the bilateral upper abdomen and outer thighs using a cooladvantage coolcore applicator. The patient was treated on an unknown date with coolsculpting to the bilateral lower abdomen using a cooladvantage coolcore applicator. Following treatment the outer thigh area developed an indentation and hyperpigmentation and the lower abdomen developed skin laxity and discomfort. In (B)(6) 2021, the upper abdomen developed firmness and visible enlargement. On (B)(6) 2021 the patient was assessed by a physician who diagnose the upper abdomen with paradoxical hyperplasia (ph).